Manufacturer narrative:
Additional narrative: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Affiliate reported via email during a reverse shoulder replacement. Dr. Drilled the hole for the screw, threaded the screw on to the guide wire and proceeded to insert the screw. The screw however did not gain purchase in the bone and had to be removed. Dr. Replaced the screw with a synthes ao screw which secured the bone block to the glenoid. No ae to patient. 10 minute delay to surgery. Additional information received via email from the affiliate on 3-29-17. Procedure was a latarjet procedure (not reverse shoulder replacement). There was no delay in surgery (10-minute delay was originally reported).

Manufacturer narrative:
This supplemental report is being filed to correct an error in the date submitted on the initial medwatch. Initially reported as march 21, 2017 the correct date on the initial medwatch should have been april 19, 2017 as reflected this report.